Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 535 mg/dl at the time of incident. The customer¿s current blood glucose level was 269 mg/dl. The customer experienced symptoms such as felt bad. The customer treated with manual injections for high blood glucose. The customer alleges insulin pump under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.